Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan (lfs) (B)(4) via e-mail alleging that the onetouch verio meter was reverting to the setup mode after replacing the subject meter¿s batteries. The following complaint was classified based on information obtained from the customer service representative (csr). Based on the information provided, there is no indication the patient suffered signs or symptoms indicative of a serious injury. A response communication was sent to the patient advising the patient to contact customer service for assistance. The patient has not contacted lfs thus far, therefore the alleged meter issue remains unresolved.